Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in poland, a transcatheter valve replacement procedure was performed to implant a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure, frame damage of the valve was identified, and the delivery system with the valve and the esheath plus was removed from the patient as a single unit, after which an incision was observed in the upper portion of the sheath, most likely created during the withdrawal of the valve into the esheath plus. The valve was not implanted, and another valve was subsequently implanted with a new delivery system and esheath plus with success through the same access site. After removal, the team deployed the valve on the table to observe skirt behavior with the bent frame strut, and at some point the sheath detached from the delivery system and was discarded. No injuries occurred, and the patient remained in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in section h11 were updated. Section h6 codes were added: type of investigation. Section h6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural imagery was provided and revealed curvature of the access vessel and a bent strut on the valve frame. The complaint for frame damage was confirmed based on the provided imagery. Available information indicated that the sheath was inserted at a steep angle, which is a known factor that can promote a non-coaxial condition while introducing the delivery system with crimped thv through the esheath. Under these conditions, it is possible that a valve strut became engaged with the sheath shaft during insertion of the valve/delivery system. The application of increased push force may have contributed to the reported valve frame damage. As such, available information suggests that procedural factors (device manipulation, steep insertion angle) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.